Event description:
It was reported that a balloon rupture had occurred. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured. The procedure was successfully completed with a different device without issue or patient injury.